Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 (B)(4) model description:st linear lead, 70cm with pre-loaded 0.014 inch stylet model#:sc-1110-02 (B)(4) model description:ipg kit (without pull-through tunneler)

Event description:
A report was received that the physician suspected that the patient has a (B)(6) infection. The patient had been experiencing drainage at the midline incision. The patient was prescribed bactrim and was told to irrigate the site with hydrogen peroxide. The physician did not believe that the possible infection was device related. The patient is reportedly doing well.

Manufacturer narrative:
Model#:sc-1110-02 (B)(6) model description:ipg kit (without pull-through tunneler) a review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the physician suspected that the patient has a (B)(4). The patient had been experiencing drainage at the midline incision. The patient was prescribed bactrim and was told to irrigate the site with hydrogen peroxide. The physician did not believe that the possible infection was device related. The patient is reportedly doing well.